Event description:
It was reported to medtronic neurosurgery that the catheter broke into three sections during surgery.

Manufacturer narrative:
The catheter was returned in three segments; 25.5 cm, 31 cm and 43.5 cm in length. The tear sites appeared jagged. It is unk how or when this damage occurred. The returned segments were patent and passed leak testing when tested individually. The catheter also met all specification for tensile strength and ultimate elongation testing. The instructions for use that accompany the device caution that "low tear strength is a characteristic of most unreinforced silicone elastomer materials." A review of the manufacturing records showed no anomalies. No impact to the pt was reported.